Manufacturer narrative:
(B)(4).

Event description:
The following information was previously reported in manufacturer's report #3004209178-2015-13053, but will be captured in this event going forward. It was reported that during a pump replacement, it was found that the pump was empty when the low reservoir date was (B)(6) 2015. It was not known when the volume discrepancy first started. The patient had nausea and vomiting, dehydration, and passed out at home and broke her arm. The cause of the discrepancy was not determined. The pump system was being used to infuse hydromorphone. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis found a feedthru anomaly, shorting across insulator.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j10949r65, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that an alarm was heard and also confirmed by telemetry. Telemetry confirmed a critical alarm was occurring due to safe state, and low battery reset. There were no reported symptoms. The pump was replaced on (B)(6) 2015 due to ¿multiple pump resets¿ and was ¿defective¿. The pump system was being used to infuse hydromorphone. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer regarding a patient receiving intrathecal hydromorphone 15.0 mg/ml at 6.499 mg/day. Upon finding the pump empty, they figured that the pump bolused the patient 38cc of hydromorphone, which explained why the patient was found unconscious on (B)(6) 2015 after she fell and broke her arm. Since the pump did not have any medication in it, they had to order the pump medication, and the patient's symptoms returned. They figured out some kind of balance with intravenous and oral medication until the pump refill could be accomplished. The patient noted that she "still got hurt even though no one intentionally tried to hurt her and had a lot of stuff happen as a side effect of the issue." It was noted that the patient "did not remember much from that timeframe."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.